Event description:
The ge oec 9800 fluoroscopy system was reported as having poor image quality. Some images were reported as being dark with artifacts.

Manufacturer narrative:
A ge oec svc rep investigated the issue and repaired the sys. The sys was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.